Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Corrected data: in the initial report it was reported that the manufacturing date for the system was 12/31/2017 however, the manufacturing site has provided the date as 2008 (only year provided). In the initial report the description provided was written out incorrectly, the description should have said (fiber under flap). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented with striae on (B)(6) 2017 that required a flap lift and stretch (event reported under 3006695864-2017-00786). Patient then presented on (B)(6) 2017 with fiber under left eye flap and complained of pain and blurriness. Patient reported being unhappy with length of recovery and time off work and requested compensation/refund. Patient reported event is lasting, disabling and significantly interfering with daily activities. Bcva from (B)(6) 2017. Right eye pre-op 20/20 -2.25 x -1.25 x 120. Left eye pre-op 20/20 -2.50 x -.50 x 30.